Event description:
It was reported that pump displayed malfunction code related to momentary power loss to vibrator motor, with no notable events occurring beforehand. There was no adverse impact to the customer¿s blood glucose level. Customer contacted technical support, was assisted with resetting pump using provided instructions, confirmed that malfunction code did not recur after reset, and was advised to continue using pump and to call back if issue occurred again.